Event description:
Additional information: the patient had a pump exchange on (B)(6) 2019.

Manufacturer narrative:
This event occurred at the (B)(6). Investigation conclusion: the evaluation of (B)(4) confirmed the report of suspected percutaneous lead wire damage that would have resulted in the reported low speed/pump stoppage events. The submitted system controller log file showed that several low speed/pump stoppage events were captured, which were associated with low speed advisory/hazard and low flow hazard alarms as well as elevations in pump power and average pi up to 33.1 watts and 15.5, respectively. The abnormal pump operation occurred only while the patient was operating on the power module and appeared consistent with a potential percutaneous lead wire compromise. Upon disassembly of the returned device, visual examination of the pump's blood-contacting surfaces revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The percutaneous lead (lead) was returned severed approximately 0.5 inches from the nipple of the pump housing and the remainder of the lead was returned in two segments measuring approximately 13.5 inches and 24 inches in length. Electrical continuity testing of the returned lead segments revealed no wire discontinuities. Examination of the outer silicone sleeve and clear bionate layers of the returned lead segments revealed no evidence of damage. An area of notable breakdown of the metal braided shield was observed on the internal portion of the perc lead at approximately 12 inches from the pump housing. Visual inspection of the underlying wires identified two small breaches in the insulation of the green and orange wires in the area of shield breakdown on the internal portion of the lead at approximately 12 inches from the nipple of the pump housing, exposing the inner metal conductors. The observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. Microscopic inspection and hipot testing of the remainder of the returned perc lead segments revealed no additional areas of compromised wire insulation. If the exposed conductors of either of the compromised wires contacted the braided shield while the system was operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the low speed/pump stoppage events recorded in the submitted log file data. The system also had the potential to produce a phase-to-phase electrical short, during which an interruption in pump function could result if the exposed conductors of the compromised wires made direct contact with each other or simultaneous contact with the braided shield while the system was operating on battery power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Investigation conclusion: correction upon disassembly of (B)(4), visual examination of the proximal side of the outlet stator revealed an incidental finding of three small, loosely seated, white tissue-like depositions situated adjacent to the outlet bearing ball and in contact with all three stator blades. The depositions were not adhered to the blood-contacting surfaces and showed no evidence of laminated layering, indicating that they did not initially develop in the outlet stator; however, their origins could not be conclusively determined. The depositions did not show any evidence of denaturation while no concentric contact marks were observed on the rotor outlet section or the outlet bearing cup to indicate that the depositions were present while the pump was supporting the patient. Although a specific cause for the development of the observed depositions as well as a duration of time for which they were present in the pump could not be conclusively determined, the size and structure of the depositions suggests that they likely would not have contributed to the reported low speed/pump stoppage events or any other functional issue. The remaining blood-contacting surfaces of the pump were free from deposition. Visual examination of the pump bearings, rotor, and blood-contacting surfaces found no anomalies related to wear or damage that would have contributed to a functional issue. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 year and 10 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was hospitalized due to a red heart alarm that occurred while connected to the power module. The medical engineers found a pump off and low flow alarm on the log file history. The patient is stable and asymptomatic. The pump is currently connected to the battery. During the analysis of the log file there were pump stops observed which occurred while connected to the power module. Some of them were caused by a low voltage while on the patient cable. The others are with full voltages. These events seem to be a short to shield situation. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. To prevent further interruption in support it may be beneficial to keep the vad connected to battery power until further investigation is completed. No additional information was provided.